Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with fevers and dehiscence of flap due to recurrent infection. The patient continued intravenous vancomycin and ciprofloxacin by mouth. The patient was treated with washouts with prs and omental flap with ftsg. The patient had a device related infection. The patient was not a transplant candidate. The patient had no comorbidities that would pre-dispose the patient to poor wound healing. The device functioned as intended.